Event description:
Additional information received identified surgical intervention took place at which time the patient's scs ipg was explanted and replaced. Effective stimulation was restored and the issue was reportedly resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. The patient reported he has not used either of his scs systems (reference MFR report: 1627487-2015-15151) since undergoing an unrelated surgery in (B)(6) 2014. The patient's scs ipg will no longer communicate with external devices and as a result, a communication error message is displayed on the programmer. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.